Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified mid circumflex artery. A 6f guidezilla ii, an opticross hd and a marvel guidewire were selected for use. During the procedure, it was noted that upon crossing the proximal lesion, the physician felt resistance, then turned off imaging and had to pull out all three devices as a unit. Furthermore, the marvel guidewire or guidezilla could not separate from the opticross. The procedure was completed with the use of a different non-boston scientific device. No patient complications were reported and the patient status was good post procedure.